Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl to "low". Low bg cause was not known. Customer consumed carbohydrates and administered glucagon to address the issue and went to the emergency room (ER). Customer did not require treatment in ER as their bg level increased following treatment prior to arrival. Customer was discharged the following day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.